Event description:
The manufacturer received information alleging a ventilator's touchscreen was not working. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen was not working. There was no harm or injury reported. The device was returned to a third-party service center for evaluation. The customer's complaint was not confirmed. There were no actionable errors observed in the downloaded event log. The device's particulate filter, cooling fan assembly, fan retainer, muffler assembly and air inlet foam filter were replaced due to contamination. The device's vanity cover was replaced due to a sticky red residue. No malfunction of the device was observed. The device was tested and passed all final testing.